Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
Journal article "ligasure versus ultracision in thyroid surgery: a prospective randomized study" published july 22, 2008 references the use of the focus device and states "one hs patient was hypocalcemic [low levels of calcium] and had also postoperative hemorrhage." The journal article does not state how much bleeding occurred nor how the bleeding was controlled.